Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The 3.0x18mm xience xpedition stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the right coronary coronary artery that was both mildly calcified and tortuous. The 3.0x33mm xience xpedition stent was advanced to the lesion without issue and implanted; however, a distal edge dissection was observed. A 3.0x18mm xience xpedition stent was advanced and implanted to cover the dissection but also dissected, so a 3.0x12mm xience xpedition was implanted to cover the dissection, completing the procedure. There was no adverse patient sequela. No additional information was provided.